Manufacturer narrative:
The investigation for the side arm leak and the damaged sterile sleeve has been completed. The device was not returned for evaluation. However, clinical information has been provided is sufficient to determine the root cause of the purge leak. The cause of the purge leak was most likely cracked sidearm filter damage. Device used beyond indication. The cause of the sterile sleeve tear was not determined since product was not returned. Device used beyond indication. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 65 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a pump, that had been used beyond indication, had developed a leak from the sidearm filter. Support continued. However, it was also noted that there was damage to the sterile sleeve. The team troubleshot by placement of a sterile dressing and the pump remains on for support. There was no patient harm reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was not determined since product and data was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information. D6a/d6b updated with additional information. F6 and f8 should have been left blank. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2023-04465 h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-04465.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal issues.